Manufacturer narrative:
Additional information: block b5 (describe event or problem), e1 (initial reporter first name, initial reporter last name, and initial reporter email), e3 (occupation [other]), e4 (init rptr also sent rep to FDA), g2 (report source), and h10 (additional MFR narrative). Block g3: medwatch # mw5097733. Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the rx tunnel fell off inside the patient. Reportedly, the scope was pulled out and the black tunnel was retrieved still over the wire. The procedure was completed with another hurricane rx dilatation balloon. It was reported that the patient had post-ercp pancreatitis. The physician does not believe the hurricane rx contributed to the pancreatitis but cannot confirm. It was noted that the patient is recovering nicely. Additional information received on january 14, 2021, the procedure occurred on (B)(6), 2020.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the rx tunnel fell off inside the patient. Reportedly, the scope was pulled out and the black tunnel was retrieved still over the wire. The procedure was completed with another hurricane rx dilatation balloon. It was reported that the patient had post-ercp pancreatitis. The physician does not believe the hurricane rx contributed to the pancreatitis but cannot confirm. It was noted that the patient is recovering nicely.